Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve laparoscopic procedure, the device had an incomplete staple line distally. The staple line was fixed using manual suturing.